Event description:
A patient contacted (B)(4) regarding assistance with a system error 2240 while using the homechoice (hc) during dwell 3 of 5. (B)(4) had the patient cycle power twice to the "press go to start" prompt. (B)(4) had the patient disconnect and remove the cassette to discard the supplies. (B)(4) explained that a large amount of air had entered into the disposable set. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Product surveillance contacted the patient. The patient stated he was able to continue therapy with new supplies and confirmed that he had no lot information. No injury or medical intervention was reported. This complaint for a system error 2240 was not confirmed due to a lack of sample; therefore, the assignable cause was not determined. A batch review was not performed because the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. A follow-up report will be submitted upon the completion of baxter's investigation.